Event description:
It was reported that during a breast biopsy, the applicator tip of the instrument broke off in the cannula of the probe. The applicator tip was retrieved, a second marker was deployed successfully with no pt consequence.